Event description:
The customer reported that the system was displaying a stator error message and would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
The field engineer spoke to the site biomed. The biomed was instructed to investigate the connections on the power relay board. A connector on the power motor relay board was repaired by the biomed. The system was then found to be operating as intended.